Event description:
Spike broke off and floated down primary intravenous line causing pump to alarm. Even occurred while secondary line, which was not attached to pump, was infusing. Nurse concern is central line occlusion or the spike entering the catheter.